Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ ¿impella stopped if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿.

Event description:
The user facility reported a 28-year-old female patient noted with heart failure/cardiogenic shock and cardiomyopathy was implanted with an impella 5.5 device for mechanical circulatory support. The complainant reported that multiple complications were encountered during support. Roughly five days into support, bleeding was noted from the graft anastomosis site. Hemostatic surgery was performed to manage the condition and an unspecified amount of blood was transfused. Intravenous heparin was also stopped. This resulted in an increase in purge pressure. When the pressure reached over 1000 mmhg, the decision was made to increase the heparin concentration in the purge. Heparin levels were still held at a lower than desired concentration due to the bleeding issues experienced by the patient. A short time later, the pump stopped and the decision was made to remove the device.

Manufacturer narrative:
The investigation into the access site bleeding ¿ major, the high purge pressure, and the pump stop issue has been completed since the initial report was submitted. Because the product was not returned and there was insufficient clinical data, the root cause of the access site bleeding issue was not determined. Data logs showed many high purge pressures and purge system blocked alarms. Based on an analysis of the data log, biomaterial was most likely the root cause for the pump stop issue.